Event description:
"Failing 1 hour accuracy test" during bio-med testing. Althoug baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical interventiion.